Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is .b)(4). Approximate age of device ¿ 19 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that post-operatively the patient was hypotensive with low flow alarms being produced by the lvad system. The patient responded to volume administration. The patient continued to have hypotension and high vasopressor requirements. On (B)(6) 2017, it was discovered that the patient had gastrointestinal bleeding, and the source of the bleeding was an arteriovenous malformation. The patient was transfused with 5 units of packed red blood cells. It was reported that the hypotension and low flow issue was resolved on (B)(6) 2017.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding and low flow alarms could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.